Manufacturer narrative:
Product complaint: (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. This medwatch report is in response to receipt of maude event report mw# 5092909.

Event description:
It was reported that the patient underwent a total knee arthroplasty revision on (B)(6) 2020 and the barbed suture was used. While suturing the incision, the tip of a suture needle broke off. The tip was retrieved immediately, both parts of needle were accounted for and taken off sterile field. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/22/2020. Additional h3 investigation summary: a failed suture needle was submitted for fractographic evaluation. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage, a cup-and-cone shaped fracture and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records couldn¿t be reviewed as the batch number is unknown. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure.